Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. She was unable to reset, rewind, or dispense insulin, and a battery change had not resolved the issue. The customer did not recall the blood glucose reading. She had reverted to manual injections. The customer was assisted in clearing the alarm. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. Multiple motor errors were noted in the history. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to a corroded motor home switch. Moisture damage was found on the electronic assembly. Unable to verify for motor error alarm, failed battery, battery out limit or perform the functional testing, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current tests due to the constant motor error alarm. The pump was received with a cracked reservoir tube lip.